Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to sui. Following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. On (B)(6) 2008, the patient underwent excision of painful skin knot and urethral dilation due to incomplete bladder emptying with difficult urination. On (B)(6) 2009, the patient underwent a hysterectomy. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/05/2015. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent a cystourethroscopy, u/s determinations of post void residual on (B)(6) 2008, due to incomplete bladder emptying. No additional information was provided.